Manufacturer narrative:
Qn# (B)(4). The customer provided two videos for analysis. The videos show an intra-aortic balloon (iab) under fluoroscopy. The distal end of the balloon was observed to be not fully inflating. Therefore, the complaint of incomplete balloon inflation was able to be confirmed by the videos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iabc don't inflated during on iabp" was confirmed by visual inspection of the customer supplied videos. However, full complaint verification testing could not be per-formed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "proximal of iabc diddn't inflate during on iabp". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "proximal of iabc diddn't inflate during on iabp". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "unknown".